Event description:
It was reported that during an unk procedure, the clip was not fed into the jaw properly. The next clip ejected after the grasping. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: as a lot number was not received, a device history review could not be performed.